Event description:
It was reported that an altitude alarm occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer resumed insulin delivery with the original cartridge after receiving tips from technical support, with no need to replace the cartridge.